Event description:
It was reported that one day after the system implant that the right ventricular (rv) lead had elevated threshold and impedance values. There was an abrasion in the insulation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed and no anomalies were found. It was noted that the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.